Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a shocking or jolting sensation had been experienced by a patient. About one month after the implant the patient started to experience shocking at buttock area. It was stated that the stimulation was supposed to have gone down patient's whole leg, but she never experienced that, the stimulation was felt only in the buttock area. There were no fall or trauma reported. It was stated that her implantable neurostimulator (ins) had been reprogrammed several times with no improvement. The patient had turned her device off and had not recharged it. When the stimulation was off, there was no shocking. It was stated that the highest setting the patient was at was 3.50v and if she were to increase the amplitude any higher it would feel too painful. Soreness at ins site was also reported. About 3 weeks ago, the patient fell right on the ins and now the site was very sore. The patient had an appointment with her healthcare professional (hcp) next month. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins was functionally okay. Analysis of the stimulation lead, lot # v9156570, found no significant anomaly. It was noted that the body of the lead was cut. Analysis of the lead, lot # v8968510, found no significant anomaly. It was noted that the body of the outer insulation was cut.

Event description:
Additional information received reported the patient's spinal cord stimulation system was explanted. The patient's device had been reprogrammed by 4 different manufacturer's representatives with no improvement. It was reported the patient never had therapeutic effect. The patient had shocking and burning sensation where stimulation occurred, in the patient's lower back down to both sides of their feet. The patient's status at time of report was noted as no injury or adverse event.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead; product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.